Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, unit alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads, and missing end cap sticker. The device had a broken belt clip slot and reservoir tube lip.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 131 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.